Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) unit had an autofill failure alarm. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported failure. The fse found found the purge valve assembly to be defective. To fix the issue the fse replaced new purge assembly then checked the system and the unit was working. The fse handed over the unit to the customer in good working condition.